Manufacturer narrative:
Correction to b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (compounded baclofen) 500 mcg/ml at 282.48 mcg/day via an implantable pump. It was reported that patient had signs of potential under dose of baclofen. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient had not been receiving expected benefits from pump since implant on (B)(6) 2025. The physician attempted catheter dye study, unable to aspirate catheter, so had to terminate continuation of dye study. They obtained excellent lateral and ap images to confirm needle was fully seated in catheter access port (cap) but still were unable to aspirate catheter. The issue had yet to resolve. No surgical intervention was performed and unknown if any were planned.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that patient had signs of potential under dose of baclofen. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. The patient had not been receiving expected benefits from pump since implant (B)(6) 2025. The physician attempted catheter dye study, unable to aspirate catheter, so had to terminate continuation of dye study. They obtained excellent lateral and ap images to confirm needle was fully seated in catheter access port (cap) but still were unable to aspirate catheter. The issue had yet to resolve. No surgical intervention was performed and unknown if any were planned.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2025; explanted: product type catheter product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2025; explanted: product type catheter product ID 8785 lot# hg940z1 serial# implanted: (B)(6) 2025; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 19-sep-2027, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 19-sep-2027, UDI#: (B)(4); product ID: 8785, serial/lot #: (B)(6); ubd: 02-oct-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.